Event description:
It was reported that the patient presented with significant history of work related injury with a preexisting pars fracture, and a herniated disc with pseudo protrusion with bilateral pars defects with a retrolisthesis at l4-l5. The patient had intractable pain and failure of non-operative care. On (B)(6) 2006, the patient underwent an l4-l5 posterior lumbar interbody fusion in l5-s1, posterior lumbar interbody fusion l4-l5, posterolateral fusion l5-s1, posterolateral fusion placement of segmental instrumentation at l4, l5, s1 bilaterally, placement of caged device at l4-l5 and l5-s1, using local bone graft, using bone morphogenic protein, and laminectomy l4-s1 with removal of gil fragment with bilateral nerve root decompression. On (B)(6) 2010, the patient presented with complaints of low back and leg pain. The symptoms are exacerbated by walking and alleviated by lying down, pushing a shopping cart and sitting. Ap lateral lumbosacral x-ray revealed a solid l4 through s1 fusion with laminectomy. Cervical spine ap and lateral x-ray revealed mild cervical spondylosis. Patient was diagnosed with postlaminectomy syndrome lumbar. Treatment included scheduled lumbar spine MRI with and without dye, physical therapy, and follow up in three weeks. On (B)(6) 2010 lumbar spine CT scan revealed ¿transpedicular screw and rod fixation of l4 through s1 without evidence for hardware loosening or compromise¿; and ¿no evidence for acute fracture, laminectomy is present at l5-s1 and grade 1 to 2 anterior listhesis is again seen at l5-s1¿. On (B)(6) 2010, the patient presented for a follow up visit and continued to have ongoing discomforts. Per the physician, ¿at this time his CT demonstrates successful fusion. His MRI suggests possible adhesions.¿ treatment included pain management evaluation. On (B)(6) 2010, the patient presented with complaints of back pain. Per the note, ¿one month ago, he felt pain in the right side¿states it is over the lower segment of his lumbar spine.¿ the patient reported he had decreased ability to end at long distances and that when he walks in five minutes he feels his back pain kick in. Treatment included lyrica 50mg, continued physical therapy, and follow up in several weeks. On (B)(6) 2010, the patient presented for a follow up on his right hip pain. Patient continued to have right sided hip pain without any radicular component and states that the pain is in the hip not back. Treatment included right trochanteric bursa steroid injection. On (B)(6) 2013, the patient presented with complaints of low back pain, numbness in right leg, and right knee buckling. Diagnosed with spondylosis without myelopathy with history of l4-s1 fusion. Treatment included physical therapy. On (B)(6) 2013, the patient presented with complaints of pain in right hip region and lumbosacral region. The pain was intermittent pain which is worse with activity and ambulation. The patient reported that ¿about 2 years ago he began to develop pain in his right lower extremity with no known mechanism of injury.¿ patient was diagnosed with radicular lumbar pain, and lumbar spondylosis without myelopathy. Treatment included ultrasound, manual soft tissue therapy, therapeutic exercises, and gait/stability training. On (B)(6) 2013, the patient presented for follow up and reported no changes since last evaluation. Treatment included strength/flexibility/endurance exercises, stretches, and manual therapy stm to paralumbar region.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.